Event description:
Pt presented 2004 with signs of an infection of the device pocket. This includes pain. Cultures of the device pocket were obtained. Hcp reported no organism was cultured. Pt does not have meningitis. The pt was treated with IV antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reports pt's infection is resolved. Hcp reports pt is a smoker.